Event description:
Litigation papers allege: increased hip and back pain severely limiting her mobility. Her inability to walk and/or move freely has severely diminished her quality of life.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
**Update*** 05/07/2012 of patient fact sheet form was received which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. **update received 3/21/17. The sales rep has reported the revision surgery. Patient was revised to address acetabular cup loosening. Cup was also noted to have gone through the medial wall. The stem was noted to have corroded and was also showed fretting.

Manufacturer narrative:
Patient fact sheet form was received which identified part/lot information. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.